Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support instructed the caller to attempt troubleshooting steps, ultimately resolving the issue by using the original charging supplies, which allowed the pump to begin charging. Additionally, they advised the customer to manually restart cgm sessions and monitor the pump, instructing to call back if the issue persisted.